Event description:
It was reported that the pump "broke". There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.